Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one-year post catheter placement in the jugular vein, the healthcare provider allegedly identified a hole. Reportedly, extravasation occurred. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one x-port isp with groshong catheter was returned. A visual, tactile and functional evaluation was performed. The port showed multiple puncture access of the port septum. Fluid residue was noted throughout the sample. Slight surface damage was observed on the catheter tubing immediately distal to the cath-lock. The slight damage was observed to protrude out from the surface of the catheter tubing. However, tactile evaluation noted no other anomalies with the tubing. The slight damage was not originally reported and it is unknown if handling during implantation, routine use and/or removal issues contributed to the return sample condition. Therefore, the slight damage was deemed incidental. Functional evaluation noted that the sample was patent to infusion and aspiration with no observable leaks. Some residue was dislodged during infusion from within the catheter which did not implead flow. Therefore, that investigation is unconfirmed for a reported catheter leak. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.

Event description:
It was reported that approximately one-year post catheter placement in the jugular vein, the healthcare provider allegedly identified a hole in the catheter. Reportedly, extravasation occurred and antidote was required. It was further reported the device was removed. The patient status was unknown.

Event description:
It was reported that approximately one-year post catheter placement in the jugular vein, the healthcare provider allegedly identified a hole in the catheter. Reportedly, extravasation occurred. It was further reported the device was removed. There was no reported patient injury, however augmentin (antidote) was required.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.